Manufacturer narrative:
Concomitant medical products: dtba2d4 crtd, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no capture, high pacing impedance and oversensing. A possible fracture was suspected. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.